Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.¿

Event description:
During follow-up, a high impedance value was noted. All other measurements were normal. The lead was lead was capped and replaced with a new lead. The patient is in stable condition.